Event description:
A (B)(6) female having scheduled right hip replacement due to osteoarthritis. The surgeon placed the acetabular liner place using a stryker orthopedic offset cuff impactor. After setting the liner, the impactor was removed. The x-ray found a small metallic object left in surgical area. The surgeon attempted to remove from the body cavity, but was unsuccessful. A review of the equipment found the stryker had broken off a small metallic fragment from the internal component. The surgery was completed without any complication. The surgeon felt the small metallic body that remained in the pt did not cause a complication.